Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that they had experienced low blood glucose levels. Blood glucose level at the time of incident was 50 mg/dl. Customer had been using insulin pump within 48 hours of reported. Customer treated hypoglycemia with food. Customer alleged insulin flow block alarm during fill tubing process, performed manual plunger push and insulin exited. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.